Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 15, 2020. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem) d4 (additional device information - added lot number and exp date) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 2597, 11, 3331, 4114, 3221, 4315). Patient code: 2597 - blood loss method code #1: 11 - testing of device from same lot/batch retained by manufacturer method code #2: 3331 - analysis of production records method code #3: 4114 - device not returned results code: 3221 - no findings available conclusions code: 4315 - cause not established. The sample was not returned for investigation. A retention sample was visually inspected with no anomalies noted on the device. It was then manually run through the ops leak tests and passed. Without the returned sample, a definitive root cause could not be determined. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. These units are also 100% visually inspected both during the leak testing step and during packaging. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
New information received states that the event occurred during cardiopulmonary bypass, the product was not changed out, and the procedure was completed successfully with approximately 30-40 cc of blood loss. As per the perfusionist, the aortic vent line was used, and the product was not changed out as the vent blew and leaked blood all over pump.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that, the vent valve leaked. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the user facility, they had a series of at least 4 vent valves that have over-pressurized when running their cardioplegia and it¿s leaking blood for about 30-40 cc. They were running their pressures around 180-200 when this occurred.